Event description:
It was reported that the zimmer electric dermatome had no power. No additional clinical info was received prior to this report. A follow up medwatch will be submitted if additional clinical info is received.

Manufacturer narrative:
The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 1/8/2008 and was last repaired on (B)(4) 2013 for a non-related issue. Eval of the device observed that the device did not always operate after being power cycled, and was erratic during operation. Prior to repair, the device was outside calibration specification only at the zero thickness setting on the right side and the side to side thickness setting. In post repair exterior discoloration and corrosion of the motor casing was observed. Customer did not return a power supply with the device. Given the discoloration on the motor casing, it is likely that the interior of the motor became damaged, which could have caused the customer's event. The cause of the discoloration was potentially due to the entry of moisture within the handpiece. Improper handling related to cleaning or sterilization of the unit likely allowed moisture to enter the handpiece. In addition, improper handling likely caused the lack of calibration of the unit. No info was obtained regarding customer's cleaning or sterilization practices; however, improper cleaning or sterilization could have caused the discoloration on the motor. The device was serviced and returned to the customer.